Event description:
Boston scientific crm received information that this transvenous right ventricular rate/sese lead portion was surgicaly abandoned as a result of oversensing, leading to inapporpriate shock. The physician determined that the lead portion be removed from the system in order to avoid a potential adverse event for the patient.

Manufacturer narrative:
To date, information suggests that this rv rate/sense lead portion has been surgically abandoned and will not be returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.